Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual examination revealed severe proximal stent damage. Some of the struts were severely misaligned. Proximal stent damage is consistent with the device meeting some form of restriction during the withdrawal of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No additional product analysis or external evaluations were performed. A recommended sized guidewire was inserted through the lumen with no restrictions. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting treatment procedure, stent damage occurred. The 80% stenotic lesion was located in the moderately tortuous and severely calcified left circumflex artery. The physician advanced the 2.75x16mm taxus liberte stent to the lesion, but was unable to cross. When the device was removed, it was noticed that the "tip of the stent was widened". There were no patient complications. The procedure was successfully completed with a different device. Patient status is reported as "good".